Event description:
Pt began developing pain in right knee 48 hours post-implant which progressed from edema in first her right knee to edema in her entire leg, toe to hip resulting in inability to ambulate. Her reflexes remained intact, and she retained pinprick neurological response. An MRI was performed, which was negative. She was admitted to the hospital in the evening, pump was stopped, and catheter revision planned for the next day. The following morning, her edema had disappeared. After neurology consult, it was decided to replace the catheter anyway, and pt is doing well with no evidence of edema at a reduced dosage of morphine from her immediate post-implant level, though not yet at complete pain relief.